Manufacturer narrative:
This prod is distributed outside the united states, but is similar to us distributed pta systems.

Event description:
During a percutaneous transluminal angioplasty (pta) to the right radial artery, the balloon was reported to have ruptured. The vessel was described as having mild calcification, mild tortuousity and a 90% stenosis. The prod was advanced over the guidewire and through the sheath introducer to the lesion. The balloon was inflated using an indeflator, however, the balloon ruptured at four atmospheres. There was no reported pt injury. The prod was not returned for analysis. A device history record review was performed and showed that this lot of prods met all requirements per the applicable mfg quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg quality plan as well, including the burst test values. With the limited amount of info available and without the return of the prod or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.